Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 10 minutes after starting treatment with a polyflux dialyzer, the patient experienced a "sudden drop in blood pressure and went into shock¿. Dialysis was stopped immediately and the patient was administered adrenaline and fluid resuscitation using normal saline. It was reported that the patient was hospitalized and subsequently recovered. The following day, therapy was performed with a non-vantive dialyzer and no issues were noted. No additional information is available.